Event description:
Customer reported there were no heart readings fro the v series monitor's vps module. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and there were no problems found. As a preventative maintenance, the unit's vps module, lead wires, and electrodes were replaced.